Event description:
It was reported that during middle carotid artery (mca) m1 aneurysm procedure the operator placed the microcatheter to the location. When he advanced the subject stent from the introducer sheath into the microcatheter some resistance was encountered. After the subject stent went to 1/3 of the microcatheter, it got stuck and could not be advanced. After several tries the operator withdrew the subject stent and found it deployed prematurely in the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during middle carotid artery (mca) m1 aneurysm procedure the operator placed the microcatheter to the location. When he advanced the subject stent from the introducer sheath into the microcatheter some resistance was encountered. After the subject stent went to 1/3 of the microcatheter, it got stuck and could not be advanced. After several tries the operator withdrew the subject stent and found it deployed prematurely in the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was returned. The stent was returned in a deployed state. The stent delivery wire (sdw) was found to be kinked/bent. The stent introducer sheath distal tip was found to be intact. The stent was found to be deformed. Functional inspection to test the reported event ¿stent difficult/unable to transfer¿ cannot be performed as the stent was returned in a deployed state. Functional inspection to test the reported event ¿stent deployed prematurely during use¿ was not performed as it was visually confirmed. Functional inspection to test the reported event ¿stent difficult/unable to advance or pullback through catheter¿ cannot be performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'stent deployed prematurely during use' was visually confirmed during inspection. The reported events 'stent difficult/unable to advance or pullback through catheter' and 'stent difficult/unable to transfer' could not be duplicated as the stent was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as 'moderately tortuous'. It was reported that 'when advancing the stent from introducing sheath to go into microcatheter, some resistance was encountered. However, the microcatheter was still able to be advanced into microcatheter. When the stent went to 1/3 from proximal of microcatheter it got stuck and could not be advanced. After several tries the operator withdrew it and found it deployed in microcatheter'. In the follow-up good faith effort (gfe) answers, the operator reported that the same microcatheter was used to finish the procedure and that excessive force was applied while advancing the stent within the microcatheter. The stent was returned for analysis in a deployed condition and was no longer present on the sdw. The stent was deformed with most damage noted towards the proximal (closed cell) end of the device. The introducer sheath was returned for analysis and was noted to be undamaged. The stent delivery wire (sdw) was also returned separately and was kinked/bent. Given the lack of damage noted to the distal tip opening of the introducer sheath and the deformation noted to the sdw, as well as the event description which notes increasing resistance when the stent was being advanced inside the microcatheter, it is possible that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent through the microcatheter. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the reported events: ¿stent deployed prematurely during use¿, ¿stent difficult/unable to advance or pullback through catheter¿, ¿stent difficult/unable to transfer¿ and analyzed events: ¿stent deployed prematurely during use¿, ¿sdw kinked/bent¿ and ¿stent deformed¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.